Event description:
Healthcare professional reported right-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on november 13, 2023, with lot number 1121227. Based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.